Event description:
It was reported that one day post implant, the lead had no capture and was dislodged. During the lead revision, it was not possible to screw the lead into the myocardium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism and sleevehead, the turns to extend/retract the helix exceeds specification, and the lead was damaged at implant. The analyst noted that the lead was received with the helix extended, stretched, and bent.